Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient's last refill was on (B)(6) 2018. The hcp "recalibrated" and told the patient to not use the bolus for 3.5 days. On (B)(6) 2018, the patient received a bolus and she experienced "all sorts of weird things" and was overdosed. The patient called the hcp's office and was told to come in, however the patient could not drive in her current condition, so she did not go back. At first the patient wanted nothing to do but sleep, however the patient could not because she was going to the bathroom every 30 minutes. The next day, the patient was nauseated and felt pins and needles. The patient's symptoms of wanting to sleep, nausea, and pins and needles had since subsided. It was further stated that the patient had lost hearing in both ears and lost sight in her left eye, noted to be a "mini-stroke" due to morphine. When the patient went to an optometrist in (B)(6) 2019, it was stated the patient had lost over half her vision in her left eye. The patient also has to now get up 3-4 times every night. It was noted the patient would typically only get one refill per year. The hcp had offered to adjust the bolus dose, however that did not happen. No fur ther issues were reported or anticipated.